Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy / I have chronic allergic reaction') in a female patient who had essure (batch no. 632025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (asa), budesonide;formoterol fumarate (symbicort), caffeine, cetirizine hydrochloride (zyrtec), diphenhydramine hydrochloride, hydrochlorothiazide (hctz), hydrocodone, ibuprofen (buprofen), lorazepam, paracetamol (apap), paracetamol (tylenol), promethazine, pseudoephedrine hydrochloride, salbutamol (albuterol), sumatriptan (imitrex) and triamterene. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, disability, medically significant and intervention required), abdominal pain (" chronic pain in my abdomen"), dysmenorrhoea ("heavy painful periods"), menorrhagia ("heavy painful periods"), joint swelling ("swelling of the joints"), swelling face ("swelling of the face"), peripheral swelling ("swelling of the extremities"), oedema ("pitting edema"), painful joints ("pain in my joints"), headache ("pain in my head"), fatigue ("fatigue"), alopecia ("hair loss"), dizziness ("dizziness"), vertigo ("vertigo"), muscle twitching ("muscle twitching"), muscle spasms ("muscle cramping"), breast discharge ("breast discharge"), formication ("skin is crawling"), urticaria ("frequently hives"), ill-defined disorder ("illnesses"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems nos"), vaginal scarring ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), migraine ("migraines"), rash ("rashes"), dyspnoea ("unexplained difficult breathing"), hypoaesthesia teeth ("insensivity to tooth/ dental problems"), tinnitus ("ringing in ears"), visual impairment ("vision changes nos"), pain in hip ("constant hip pain"), feeling abnormal ("brain fog"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings"), tremor ("tremors"), palpitations ("palpitations"), insomnia ("insomnia") and dry skin ("dry skin"), was found to have weight increased ("weight gain") and underwent cholecystectomy ("gall bladder removal"). The patient was treated with steroids and surgery (bilateral salpingectomy with partial cornuectomy). At the time of the report, the allergy to metals, abdominal pain, dysmenorrhoea, menorrhagia, joint swelling, swelling face, peripheral swelling, oedema, painful joints, headache, fatigue, alopecia, dizziness, vertigo, muscle twitching, muscle spasms, weight increased, breast discharge, formication, urticaria, ill-defined disorder, dyspareunia, neuromyopathy, vaginal scarring, autoimmune disorder, migraine, rash, dyspnoea, hypoaesthesia teeth, tinnitus, visual impairment, pain in hip, feeling abnormal, anxiety, depression, mood swings, tremor, palpitations, insomnia, cholecystectomy and dry skin outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, alopecia, breast discharge, dizziness, dysmenorrhoea, fatigue, formication, headache, ill-defined disorder, joint swelling, menorrhagia, muscle spasms, muscle twitching, oedema, painful joints, peripheral swelling, swelling face, urticaria, vertigo and weight increased with essure. The reporter considered anxiety, autoimmune disorder, cholecystectomy, depression, dry skin, dyspareunia, dyspnoea, feeling abnormal, hypoaesthesia teeth, insomnia, migraine, mood swings, neuromyopathy, palpitations, rash, tinnitus, tremor, vaginal scarring, visual impairment and pain in hip to be related to essure. The reporter commented: insertion date possible dates: (B)(6) 2009 and (B)(6) 2009. Fallopian tubes, bilateral, salpingectomy: full cross sections of both fallopian tubes identified. Essure coil identified within each fallopian tube this slide shows full cross sections of fallopian tube, best seen on deeper step sectioned levels. There also appears to be a focus of endometrium and surrounding myometrium consistent with uterine cornu. This slide shows full cross sections of fallopian tube. Again, there is focal endometrium and surrounding myometrium consistent with cornu. Post-op reported by patient quality: procedure: (laparoscopic bilateral salpingectomy) context: reason for procedure: (foreign body in uterus, pelvic pain, and menometrorrhagia); postoperative complications: (patient went to ER for severe pain. Was told she had an ilius and her intestines were inflamed. Patient states her belly button had a couple of days where it was sore and had some discharge coming out of it. Patient took off the derma bond and then put new glue on top and the incision is healing fine at this point and the local pain is better. Patient also notated some bleeding from the site of the pain pump and so she removed the catheter.) Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5089816) on 02-oct-2019. The most recent information was received on 16-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy / I have chronic allergic reaction') in a female patient who had essure (batch no. 632025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (asa), budesonide;formoterol fumarate (symbicort), caffeine, cetirizine hydrochloride (zyrtec), diphenhydramine hydrochloride, hydrochlorothiazide (hctz), hydrocodone, ibuprofen (buprofen), lorazepam, paracetamol (apap), paracetamol (tylenol), promethazine, pseudoephedrine hydrochloride, salbutamol (albuterol), sumatriptan (imitrex) and triamterene. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, disability, medically significant and intervention required), abdominal pain (" chronic pain in my abdomen"), dysmenorrhoea ("heavy painful periods"), menorrhagia ("heavy painful periods"), joint swelling ("swelling of the joints"), swelling face ("swelling of the face"), peripheral swelling ("swelling of the extremities"), oedema ("pitting edema"), painful joints ("pain in my joints"), headache ("pain in my head"), fatigue ("fatigue"), alopecia ("hair loss"), dizziness ("dizziness"), vertigo ("vertigo"), muscle twitching ("muscle twitching"), muscle spasms ("muscle cramping"), breast discharge ("breast discharge"), formication ("skin is crawling"), urticaria ("frequently hives"), ill-defined disorder ("illnesses"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems nos"), vaginal scarring ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), migraine ("migraines"), rash ("rashes"), dyspnoea ("unexplained difficult breathing"), tooth disorder ("insensivity to tooth/ dental problems"), tinnitus ("ringing in ears"), visual impairment ("vision changes nos"), pain in hip ("constant hip pain"), feeling abnormal ("brain fog"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings"), tremor ("tremors"), palpitations ("palpitations"), insomnia ("insomnia") and dry skin ("dry skin"), was found to have weight increased ("weight gain") and underwent cholecystectomy ("gall bladder removal"). The patient was treated with steroids and surgery (bilateral salpingectomy with partial cornuectomy). At the time of the report, the allergy to metals, abdominal pain, dysmenorrhoea, menorrhagia, joint swelling, swelling face, peripheral swelling, oedema, painful joints, headache, fatigue, alopecia, dizziness, vertigo, muscle twitching, muscle spasms, weight increased, breast discharge, formication, urticaria, ill-defined disorder, dyspareunia, neuromyopathy, vaginal scarring, autoimmune disorder, migraine, rash, dyspnoea, tooth disorder, tinnitus, visual impairment, pain in hip, feeling abnormal, anxiety, depression, mood swings, tremor, palpitations, insomnia, cholecystectomy and dry skin outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, alopecia, breast discharge, dizziness, dysmenorrhoea, fatigue, formication, headache, ill-defined disorder, joint swelling, menorrhagia, muscle spasms, muscle twitching, oedema, painful joints, peripheral swelling, swelling face, urticaria, vertigo and weight increased with essure. The reporter considered anxiety, autoimmune disorder, cholecystectomy, depression, dry skin, dyspareunia, dyspnoea, feeling abnormal, insomnia, migraine, mood swings, neuromyopathy, palpitations, rash, tinnitus, tooth disorder, tremor, vaginal scarring, visual impairment and pain in hip to be related to essure. The reporter commented: insertion date possible dates: (B)(6) 2009 and (B)(6) 2009. Fallopian tubes, bilateral, salpingectomy: full cross sections of both fallopian tubes identified. Essure coil identified within each fallopian tube this slide shows full cross sections of fallopian tube, best seen on deeper step sectioned levels. There also appears to be a focus of endometrium and surrounding myometrium consistent with uterine cornu. This slide shows full cross sections of fallopian tube. Again, there is focal endometrium and surrounding myometrium consistent with cornu. Post-op reported by patient quality: procedure: (laparoscopic bilateral salpingectomy) context: reason for procedure: (foreign body in uterus, pelvic pain, and menometrorrhagia); postoperative complications: (patient went to ER for severe pain. Was told she had an ilius and her intestines were inflamed. Patient states her belly button had a couple of days where it was sore and had some discharge coming out of it. Patient took off the derma bond and then put new glue on top and the incision is healing fine at this point and the local pain is better. Patient also notated some bleeding from the site of the pain pump and so she removed the catheter.) Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: new events were added: neuromyopathy, autoimmune disorder, migraine, tooth disorder,visual impairment, arthralgia, feeing abnormal, depression, mood swings, palpitations, cholecystectomy, dry skin, dyspareunia and vaginal scarring. Information about essure removal was added. Batch number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5089816) on 02-oct-2019. The most recent information was received on 25-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy / I have chronic allergic reaction') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (asa), budesonide; formoterol fumarate (symbicort), caffeine, cetirizine hydrochloride (zyrtec), diphenhydramine hydrochloride, hydrochlorothiazide (hctz), hydrocodone, ibuprofen (buprofen), lorazepam, paracetamol (apap), paracetamol (tylenol), promethazine, pseudoephedrine hydrochloride, salbutamol (albuterol), sumatriptan (imitrex) and triamterene. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, disability, medically significant and intervention required), abdominal pain (" chronic pain in my abdomen"), dysmenorrhoea ("heavy painful periods"), menorrhagia ("heavy painful periods"), joint swelling ("swelling of the joints"), swelling face ("swelling of the face"), peripheral swelling ("swelling of the extremities"), oedema ("pitting edema"), arthralgia ("pain in my joints"), headache ("pain in my head"), fatigue ("fatigue"), alopecia ("hair loss"), dizziness ("dizziness"), vertigo ("vertigo"), muscle twitching ("muscle twitching"), muscle spasms ("muscle cramping"), breast discharge ("breast discharge"), formication ("skin is crawling"), urticaria ("frequently hives") and ill-defined disorder ("illnesses") and was found to have weight increased ("weight gain"). The patient was treated with steroids and surgery (scheduled for essure removal). At the time of the report, the allergy to metals, abdominal pain, dysmenorrhoea, menorrhagia, joint swelling, swelling face, peripheral swelling, oedema, arthralgia, headache, fatigue, alopecia, dizziness, vertigo, muscle twitching, muscle spasms, weight increased, breast discharge, formication, urticaria and ill-defined disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, alopecia, arthralgia, breast discharge, dizziness, dysmenorrhoea, fatigue, formication, headache, ill-defined disorder, joint swelling, menorrhagia, muscle spasms, muscle twitching, oedema, peripheral swelling, swelling face, urticaria, vertigo and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5089816) on 02-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy / I have chronic allergic reaction') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (asa), budesonide;formoterol fumarate (symbicort), caffeine, cetirizine hydrochloride (zyrtec), diphenhydramine hydrochloride, hydrochlorothiazide (hctz), hydrocodone, ibuprofen (ibuprofen), lorazepam, paracetamol (apap), paracetamol (tylenol), promethazine, pseudoephedrine hydrochloride, salbutamol (albuterol), sumatriptan (imitrex) and triamterene. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, disability, medically significant and intervention required), abdominal pain (" chronic pain in my abdomen"), dysmenorrhoea ("heavy painful periods"), menorrhagia ("heavy painful periods"), joint swelling ("swelling of the joints"), swelling face ("swelling of the face"), peripheral swelling ("swelling of the extremities"), oedema ("pitting edema"), arthralgia ("pain in my joints"), headache ("pain in my head"), fatigue ("fatigue"), alopecia ("hair loss"), dizziness ("dizziness"), vertigo ("vertigo"), muscle twitching ("muscle twitching"), muscle spasms ("muscle cramping"), breast discharge ("breast discharge"), formication ("skin is crawling"), urticaria ("frequently hives") and ill-defined disorder ("illnesses") and was found to have weight increased ("weight gain"). The patient was treated with steroids and surgery (scheduled for essure removal). At the time of the report, the allergy to metals, abdominal pain, dysmenorrhoea, menorrhagia, joint swelling, swelling face, peripheral swelling, oedema, arthralgia, headache, fatigue, alopecia, dizziness, vertigo, muscle twitching, muscle spasms, weight increased, breast discharge, formication, urticaria and ill-defined disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, alopecia, arthralgia, breast discharge, dizziness, dysmenorrhoea, fatigue, formication, headache, ill-defined disorder, joint swelling, menorrhagia, muscle spasms, muscle twitching, oedema, peripheral swelling, swelling face, urticaria, vertigo and weight increased with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.